Event description:
It was reported that the micro sagittal saw heated up prior to a case. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly it was observed that there was widespread corrosion and that the sag head was worn. The presence of widespread corrosion and a worn sag head are likely to cause or contribute to the handpiece heating up.